Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The blood glucose of the customer was unknown. Customer was getting rewind prime and then no delivery. Customer states insulin continues to drip after motor stops during the manual prime process. The customer states they are unable to exit the preparing to prime loop. The customer reported that the drive support cap was normal. The customer advised to discontinue use of the insulin pump. The customer advised to revert to back up plan per health care professional instructions. The device will be returned for the analysis

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.